Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt while filling the cartridge with multiple needles during the loading sequence. Customer reported the cartridge septum was damaged. Customer changed the cartridge and syringe needle to resolve the issue. Customer's blood glucose was 72-144 mg/dl.